Event description:
As reported via the (B) (6) registry, a patient experienced a neurological deficit described as the sudden onset of hypertension, bradycardia, and left visual field loss during treatment of the contralateral carotid artery with a precise stent. At the time of the study procedure, the patient had 95% stenosis of his right ostial internal carotid artery. The lesion was moderately calcified and eccentric. The reference vessel was 6.0mm in diameter and moderately tortuous. A 6mm angioguard rx was deployed beyond the target lesion and the lesion was pre-dilated. A 6.0 x 40mm precise pro rx was implanted at the target lesion and the angioguard was removed with no debris noted in the filter basket. Residual stenosis was 20%. The patient was discharged the following day with stroke scale scores of 0. There were no adverse events reported during the index procedure.

Manufacturer narrative:
Approximately two and a half months later, the patient was re-admitted for treatment of his left ostial internal carotid artery. The lesion was described as 26mm in length, moderately calcified, eccentric, and 80% stenosed. The reference vessel was 6mm in diameter and mildly tortuous. An angioguard rx was deployed beyond the target lesion and the lesion was pre-dilated. A 7.0 x 30mm precise pro rx was implanted at the target lesion. During stent implantation, the patient¿s systolic blood pressure dropped to 74 and his pulse was in the 30¿s. The hypotension was treated with dopamine and intravenous fluids and the bradycardia was treated with atropine. His bp and pulse returned to normal in 5 to 7 minutes. During this time, the patient complained of light spots in his left eye and decreased peripheral vision that lasted 15 minutes. According to the investigator, the visual symptoms were related to the hypotension and bradycardia and did not feel that the patient had experienced a tia or stroke. He felt that the hypotension and bradycardia were related to the procedure and not the cordis products. The product was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Hypotension and the resultant tia like symptoms are well-known potential adverse events associated with the carotid stent implantation procedure. The hemodynamic instability that occurs both during and after carotid stent implantation is influenced by the baro-receptors, which are located at the carotid bifurcation. These baro-receptors are stimulated by the stretch of interventional balloons, sds (stent delivery system) and distal protection devices, initiating a reflex via the glossopharyngeal nerve. This results in a fall in blood pressure and bradycardia. Stent placement may promote persistent stimulation of these baro-receptors. These reactions are anticipated relatively short-term adverse events associated with the compression of the baro-receptors during balloon inflation, stent implantation and filter device manipulation. Certain factors may influence the likelihood of anticipated baro-receptor reactions such as advanced age, ventricular dysfunction and gender. Tia is often associated with a temporary stoppage or slowing of blood flow to the cerebral arteries. The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may collect in the embolic protection device potentially disrupting perfusion. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 1016427-2010-00034 and 9616099-2010-00219.